Event description:
The surgeon implanted a collamer lens and was removed without pt injury. The lens was removed because the facility opened the incorrect lens package. It was indicated that this was user error and there was no product malfunction or labeling anomaly. The facility stated the indigo-p injector was used, but the lot number was unknown. Also, the model and lot numbers for the cartridge were unknown.